Event description:
This lead was explanted and replaced due to high impedances. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 8 cm and 3 cm proximal to the lead tip. A distal and a medial lead fragment were received. The proximal lead fragment was missing. The visual inspection showed significant ingrowth and severe extraction damages. The insulation body was stretched and deformed. On the distal lead fragment the shock coil was damaged and the insulation was rubbed through. Due to the extent of the damages and as the proximal lead fragment was not returned, further investigations including a mechanical and electrical analysis, were not feasible. It is assumed that the complained increased impedance resulted from the significant ingrowth, particularly around the lead tip. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the lead fragments did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.